Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section h11, two sentences were duplicated. Appearance confirmation of the actual device upon receipt (visual inspection): no anomaly such as damage that would lead to air contamination was found in the connection between the check valve and the tube. Confirmation of the actual check valve function: when attempting to inject saline solution from the outlet side of the actual check valve using a syringe, it was found that the check valve did not function and the liquid flowed back. Based on the investigation results, it was found that liquid flowed back in the actual device. As the cause of this problem, it was thought that the diaphragm inside the check valve was displaced, which prevented the check function from working. Although a 100% inspection of check valves is performed after product assembly, it seems that this case was missed in the inspection. Relevant instructions for use (IFU) reference: "the IFU for capiox fx15 indicates as follows: before initiating extracorporeal circulation, be sure to confirm that recirculation line and purge line are closed and sampling line is also closed with arterial side stopcock. Otherwise, opening arterial line will cause the blood to flow back into reservoir through sampling line because of the patient's blood pressure and the head height."

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. Appearance confirmation of the actual device upon receipt (visual inspection): no anomaly such as damage that would lead to air contamination was found in the connection between the check valve and the tube. Confirmation of the actual check valve function: when attempting to inject saline solution from the outlet side of the actual check valve using a syringe, it was found that the check valve did not function and the liquid flowed back. Appearance confirmation of the actual device upon receipt (visual inspection): no anomaly such as damage that would lead to air contamination was found in the connection between the check valve and the tube. Confirmation of the actual check valve function: when attempting to inject saline solution from the outlet side of the actual check valve using a syringe, it was found that the check valve did not function and the liquid flowed back. Based on the investigation results, it was found that liquid flowed back in the actual device. As the cause of this problem, it was thought that the diaphragm inside the check valve was displaced, which prevented the check function from working. Although a 100% inspection of check valves is performed after product assembly, it seems that this case was missed in the inspection. Relevant instructions for use (IFU) reference: "the IFU for capiox fx15 indicates as follows: before initiating extracorporeal circulation, be sure to confirm that recirculation line and purge line are closed and sampling line is also closed with arterial side stopcock. Otherwise, opening arterial line will cause the blood to flow back into reservoir through sampling line because of the patient's blood pressure and the head height". Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the reported information. When priming the oxygenator, the backflow was observed in the purge line. The procedure outcome was not reported. The patient was not harmed.